Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Bi-lateral pt was revised to address infection. Minor poly wear of the inserts was reported, as well as loosening of the left femur and tibia.